Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-14034. The pt was experiencing a burning sensation at his ipg site. The pt's entire scs sys was explanted. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.